Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 15 mg/ml hydromorphone at an unknown dose via an implantable pump for non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. A critical alarm occurred, which was identified as low battery reset and safe state. The pump logs were checked. The patient had the reported symptom of increased pain. The event date was (B)(6) 2017. Additional information was received on 2017-jul-18. The pump was being replaced on (B)(6) 2017. The patient¿s weight was stated as not applicable. The information was confirmed with the hcp. There were no further complications reported or anticipated.